Manufacturer narrative:
The reported event of blood ICD lead pin was confirmed. As received, a complete lead was returned in one piece. Visual examination noted blood in the connector pin and connector region of the lead. X-ray examination did not find any anomalies. The cause of the reported event was isolated to the blood found in the connector pin and connector region.

Event description:
During attempted implant, blood was observed in the connector of the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.